Event description:
On (B)(6) 2014, the reporter contacted animas and alleged that the pump had an intermittent power issue, starting around (B)(6) 2014. The pump keeps rebooting when the battery is changed. Inserting a fresh battery did not resolve the issue. The patient had a blood glucose level >250 mg/dl, with extreme thirst and nausea. Patient received no extraordinary treatment. Customer support advised patient to discontinue pump use. This complaint if being reported because the patient experienced hyperglycemia and the power issue was not resolved.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device has been returned and evaluated by product analysis on (B)(6) 2014 with the following findings: there was an empty cartridge alarm, pump reboots, and multiple loss of prime observed in the black box history all after the date of the original complaint. There was no damage found to the battery cap or battery compartment. The cap was able to attach securely to the pump and the pump powered on with no alarms emitted. The battery cap contact height was found to be within specification. The pump successfully completed a rewind, load cartridge and prime sequence with no alarms. The pump was exercised for 24 hours with no power issues or alarms occurring. A force sensor calibration test confirmed the sensor is detecting correct force. A loss of prime was induced and the pump gave the appropriate visual and audible alert. The pump passed the delivery accuracy test and was found to be delivering within required specifications. The pump was opened and there was no damage found internally. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.